Manufacturer narrative:
The device was received not deployed. The download data showed that the device had been deactivated by the user at the end of first prime. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended. The needle mechanism and soft cannula were not found to have deployed early as reported, as the pod was received with the needle mechanism and soft cannula not deployed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism deployed early; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.